Event description:
It was reported the bariatric account manager that during a lap gastric band procedure the devices b12lt and the additional b15lt and they leaked during the case. The pressure was going up and down. He finished the case with the devices with no patient consequences. Devices are returning.

Manufacturer narrative:
Date sent: 10/17/2007. Damaged universal seal assy, deformed inner seal assembly and duckbill. Evaluation summary: the analysis results found that the b15lt was received with the inner seal assembly and duckbill deformed as the obturator was returned inserted through the sealing system, this caused the seal set and as a result the cone pac seals were stretched. In addition, the duckbill had a gap. The seal set caused by sterilization with the obturator inserted through the seal generally increases the leak rate. Therefore the instrument did not pass the functional test for leaks. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The universal seal was received cracked at the seam aperture. No conclusion could be reached as to what might have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.